Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon burst was unable to be confirmed as no device or relevant imagery provided. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''it was noted that the balloon ruptured during deployment when the patient had a pvc, which forced the balloon against significant lvot calcium''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text: device not available.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, the 29mm commander balloon ruptured upon inflation. There were no abnormalities in push force for advancement through the sheath, nor were there issues with crossing the annulus. The valve was prepped in the usual fashion, no malfunction or abnormality was noted during prep. It was noted that the balloon ruptured during deployment when the patient had a premature ventricular contraction (pvc), which forced the balloon against significant left ventricular outflow tract (lvot) calcium. The valve deployment was assessed under tte and no paravalvular leak (pvl) was observed, so team opted to refrain from post-dilating the valve. The patient tolerated the procedure well and left the cath lab in good condition.